Event description:
Healthcare professional reported a xen®45 gts event described as "implanted via ab externo technique; pow2, medication was provided for high iop; pom5, patient experienced choroidal effusion; pom12, combined micropulse and hydrus surgery was performed due to high iop" in left eye. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.

Manufacturer narrative:
Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.